Event description:
It was reported that during a low anterior resection procedure, after firing the device, the staples didn't close. The procedure was completed by add'l suturing. There was no patient consequence.